Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would turn off after displaying a red x in the ready for use indicator. The customer requested that the device be returned for bench repair. There was no reported patient involvement, and no adverse event to a patient or user was reported.